Event description:
It was reported the parkinson¿s disease patient experienced less than 50% therapy relief at their device pocket. The patient¿s implantable neurostimulator (ins) had reportedly experienced ¿premature¿ battery depletion. It was further reported that from (B)(6) 2014 the patient¿s ins had gone from 3.71v to 3.69v and was ¿ok.¿ however, on (B)(6) 201 telemetry was attempted between the ins and a physician programmer and was not possible. The patient¿s physician reportedly complained of the ins battery life at that time. The ins was replaced as a result of the event and the issue was resolved. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).